Event description:
It was reported that the pt presented in 2008 with underdose/loss of therapeutic effect symptoms including itching, exaggerated rebound spasticity and muscle rigidity and profuse sweating. A dye study was done and appeared normal, the pump logs were fine; there was no reservoir discrepancy. The physician gave the pt a 60 mcg bolus and the pt's symptoms improved. The pt presented about 3 days later, again, with underdose symptoms. Another bolus was given and symptoms resolved. The physician went in to do a catheter revision but the catheter appeared patent (good cerebrospinal fluid flow); no revision was performed.